Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 5 of 5. Reference MFR. Report#3006705815-2017-01030, reference MFR. Report#1627487-2017-04421, reference MFR. Report#1627487-2017-04420, reference MFR. Report#1627487-2017-04419. It was reported the patient presented to the ER on (B)(6) 2017 with symptoms of infection. Reportedly, the patient was explanted the following day. No further details have been made available regarding the issue at this time.

Event description:
Device 5 of 5. Reference MFR. Report#3006705815-2017-01030. Reference MFR. Report#1627487-2017-04421. Reference MFR. Report#1627487-2017-04420. Reference MFR. Report#1627487-2017-04419. Follow-up revealed the infection was located at the scs lead insertion site. Reportedly, cultures were taken and results identified (B)(6). In turn, the patient was placed on 2 types of antibiotics as further treatment.